Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while pump was charging. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 557-797 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer tried to address the elevated bg by manual insulin injection. Reportedly, the customer ¿blacked out¿ and hit their head. Emergency medical technicians transported the customer to the emergency room and the customer was ultimately admitted to the intensive care unit. Customer was treated intravenously with saline and insulin, magnesium, potassium and lactated ringers. Customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin delivery.